Event description:
Pt reported the following symptoms after a pump replacement: "crushing 10+ pain in her l4/l5 spine, profuse sweating, fluid retention, sexual dysfunction, chronic sinusitis, loss of upper teeth, constipation, thinking off." The pump was stopped at the pt's request. After the pump was stopped, the pt stated the following medical adverse events occurred: "hypocolemia, life-threatening rabdomyocitis, acute withdrawal, sweating, almost had a seizure, nausea, bone chilling cold sweats, diarrhea, agitation, restlessness, insomnia for 5 days resulting in sleep deprivation psychosis." The pt went to the emergency room. No treatment was reported. The only remaining symptom at the time of the report was diarrhea. The pump was now alarming every four hours. The pt was not concerned as she knew the pump was stopped and wanted to have it explanted due to the symptoms reported and concerns with the healthcare provider. The pump was used to deliver morphine compound and bupivacaine. Additional info has been requested.